Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Choking on tiny bristles [choking], tiny bristles can't get out of mouth [foreign body], brush head fell apart [device breakage], brush head fell apart during use and choked on tiny bristles [injury associated with device]. Case description: a female consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b brushheads, version unknown fell apart within seconds of being in her mouth, and stated this occurred with nearly every brush head in the pack. She reported choking on tiny bristles she could not get out of her mouth. The case outcome was unknown. The reporter stated she had used oral-b products since they first came out, this had never happened before, and she currently had three unspecified electric tooth brushes. No further information was provided.